Manufacturer narrative:
(B)(4). The exact date of the event was not provided; it was reported that the peritonitis occurred in the beginning of (B)(6) 2015 and the patient was hospitalized on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified intravenous antibiotics for peritonitis. Seven days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. The patient discontinued peritoneal dialysis therapy. No additional information is available.